Event description:
It was reported that there was low heart rate binning on the heart rate histogram while interrogating the device with the merlin programmer. The patient will be sent home and will be monitored for further occurences. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.